Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned for analysis.

Event description:
It was reported that the lead experienced high impedances, high threshold values and no capture . Patient presented with polarity switch to unipolar as a result of high thresholds alert. The lead is no longer implanted. No patient complications have been reported as a result of this event.